Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. The product has not been returned for analysis, however, the return is anticipated. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that 3 years and 9 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the visual examination revealed with the inflow and outflow crowns bent back onto the outer wall and cut longitudinally through one commissure. All existing leaflets were slightly stiff but flexible except where host tissue extended on the outflow. Traces of possible tissue deterioration due to contact with mineralization was observed on all leaflets. Cuts and/or tears were observed on all existing leaflets. Two partial leaflets had been cut during explant. A small perforation was observed in the belly of the third leaflet. Two commissures were intact. One commissure was cut during explant. Remnants of glistening off-white pannus filled the outflow of all leaflets. Radiography showed traces of mineralization in all leaflets and no evidence of stent fractures. Conclusion: based on the receipt condition of the device, a root cause for the explant was not determined. Reduced performance of the valve is attributed to calcification and host tissue overgrowth. This finding is generally considered a patient-related condition. There is no indication of any product quality issues. (B)(4).